Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot #. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).

Event description:
It was reported that the trocar was observed broken following attempt to implant the stents from a trabecular microbypass stent system. Reportedly the two stents deployed together and were stuck to the trocar; which were removed from the operative eye intraoperatively. The report noted that a backup device was used to complete the procedure successfully. There was no report of patient injury as a result of the reported event.

Manufacturer narrative:
Additional information: d10, g3, g4, h3. The evaluation of the returned device was performed and revealed that the cam assembly had been activated three (3) times with no stents found. The trigger button motion was functioning as intended as the device was able to actuate all remaining positions. The injector¿s frontal components were found bent. This finding may have occurred due to the way the device was shipped back for evaluation. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. Damage was not observed on the insertion tube v-slot. The trocar may have been biased during the first stent deployment, causing a bend in the trocar. Then, the second stent could have deployed and collided with the already bent trocar. The collision likely induced the trocar to break. It is highly unlikely that the device was released in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Images of the insertion tube, singulator, and trocar identified surface features of the trocar indicating a tensile failure. It is highly unlikely that the device was released in this condition as the frontal components undergo critical dimension inspection after injector assembly. Furthermore, all devices undergo visual inspection via x-ray. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The singulator was immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified. MFR# reference: (B)(4).

Event description:
The following additional information was received through a review of the article titled: "a case of two connected stents deployed during istent inject w surgery". The article confirms that the trocar was observed broken following attempt to implant the stents from a trabecular microbypass stent system. Following intraoperative retrieval of the dislocated stents from the anterior chamber, two (2) stents were implanted successfully. There was no report of patient injury.

Manufacturer narrative:
MFR# reference: (B)(4).